Manufacturer narrative:
(B)(4) initial report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient details, what was the patient doing at the time of the fall, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and ceramic head after approximately 1 month and 1 week due to periprosthetic fracture of the femur from a fall. Please note: the metafix size 0 stem associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4), final report . Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient details, what was the patient doing at the time of the fall, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information was provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The bone fracture and subsequent revision were due to the patient experiencing a fall post primary surgery and not due to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and ceramic head after approximately 1 month and 1 week due to periprosthetic fracture of the femur from a fall. Please note: the metafix size 0 stem associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.